Event description:
Procedure: sympathectomy. Reportedly, when the drapes were removed from the patient following the procedure, there was a burn mark on the patient's left flank. The active electrode cord was connected to an endoscopic scissor and inserted through the scope. No cord was touching the patient. The patient was laying on the right side, and the burn was on the left flank between the port and the grounding pad. The rem pad was placed on the left thigh. The injury was a 2" 1st degree raised red area. Surgeon applied silvadene cream and a dressing.